Event description:
Patient reported a right side exchange of implant with no complaint against the device. Healthcare professional later reported rupture as well as a an exchange from textured to smooth due to concern with the product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Physician information: (B)(6).

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: no observed openings during analysis. ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed creases on the device. ¿ observed wear abrasion on the device. ¿ yellow particles observed in the surface of the shell.

Event description:
Healthcare professional also report capsular contracture baker grade unknown.

Event description:
Device has been explanted and replaced.